Event description:
It was reported that during a shunt pta treatment procedure, flushing difficulties were encountered. The sasuga ham pta balloon dilatation catheter could not flush and the guide wire could not pass through the lumen. When the physician checked the catheter he found a thrombus blocking the wire lumen. Due to the blockage this system was not used. It is suggested that the thrombus could have been mixed within the syringe because the same syringe was used for the sheath detention. The procedure was successfully completed using another sasuga ham pta balloon dilatation catheter. No pt injury or complications were reported. Pt status is reported as 'good'.